Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged insulin pump error on event date (B)(6) 2022. Insulin pump passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump passed dat at 0.0871 inches. Insulin pump failed to pass the sleep current measurement due to high currents. Insulin pump was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insulin pump error was noted on (B)(6) 2022 07:11 pm on event date in history file. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly & force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, cracked belt clip rails. Insulin pump error is confirmed due to being found in history files and due to software defect. Charge/battery lasts less than expected & unexpected battery power loss is confirmed due to moisture damage on electronic stack. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the insulin pump received the critical block and inverse critical block did not add to zero alarm. Customer was able to clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was returned for analysis.